Event description:
It was reported that during the surgery adapter may have not seated correctly on the stem, which caused the head to potentially sit higher than it should have. The surgeon tried to separate the head/taper from the stem, but the taper remained on the stem while the head separated from the taper. He had to replace that stem with a new stem as the taper would not disengage. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D-10: 650-1058, cer bioloxd option hd 40mm, lot#: 3213632. 51-104160, tprlc 133 t1 pps ho 16x152mm, lot#: 6994024. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.